Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) reported experiencing palpitations symptoms. The health care professional (hcp) interrogated the device and called technical services (ts) for a consult review of the presenting electrogram (egm). The hcp stated to have observed about 1 to 2 second pauses on their telemetry monitor. Upon review of the presented egm, ts noted there to be a 15 second tachy event recorded by the device. The presenting egm showed the device to be functioning as programmed. No adverse patient effects were reported. This pacemaker system remains in service.